Manufacturer narrative:
(B)(4). The previously reported eval code conclusions no longer apply.

Event description:
Information was received from a consumer who had an implantable pump used to treat non-malignant pain. The pump was delivering 500 mcg/ml sufentanil at an unknown dose, 3.5 mg/ml hydromorphone at an unknown dose, 7.0 mg/ml bupivacaine at an unknown dose, and an unknown concentration of fentanyl at 20 mg/day. It was thought the concentration of fentanyl was "25,000." It was reported that the patient had recently had a catheter revision in (B)(6) 2014 to resolve a dislodged catheter. (Information associated to this catheter revision can be found in manufacturer report #3004209178-2014-24703.) Following this revision, the patient went to his physician for the next week or two and complained of pain. The physician increased the dose but hadn't realized that the catheter had pulled out again. It was reported that since the patient's previous health care provider didn't secure the pump in the patient's abdomen, the pump rolled around and around (also referred to as a pump failure), which caused the catheter to come back out again on (B)(6) 2014. The patient ended up in the hospital the night of (B)(6) 2014. He was vomiting and would fall to the floor, because he couldn't keep himself standing. It was noted that there was a big cyst of fluid that was building up on the base of the patient's lower spine where the catheter was supposed to be. This caused an infection, the previously reported spinal meningitis, that was still spewing the fluid and not going where it was expected. The patient was in the hospital for six weeks from (B)(6) 2015. For three months, the patient was taking antibiotics in a PICC line due to the infection and had to change out the IV bag everyday. The patient was sick for six months (until (B)(6) 2015). The patient was going through withdrawals even with oral medications, and was very sick from the spinal meningitis and withdrawal issues. It was almost a year until the patient was able to get his third pump implanted. It was reported that the patient had five to six surgeries all together from the pump.

Event description:
It was reported that the patient had an infection, was septic with meningitis, and they planned to explant the system on (B)(6) 2014. The reporter did not know when the infection occurred. The pump system was being used to infuse an unknown medication at the time of the event. No interventions, pump medications, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from an attorney on (B)(6)-2016 and the attorney alleged that surgery was performed to replace the pump (see manufacturer's report # 3004209178-2014-20754) at which time the catheter was not connected properly to the replacement pump. As a result, rather than delivering the pain medication through the catheter, the replacement pump just pumped the medication out into the patient's back tissue. As a result, the patient developed spinal meningitis, suffered pain and disability. Following the hospitalization, the patient went to rehabilitation.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter, product ID 8782, serial# unknown, product type: catheter; product ID 8782, serial# unknown, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient had meningitis prior and ended up being hospitalized for sepsis, because the infection had gotten so bad. The infection got so bad because the patient could not afford the antibiotics, so he never took them. The hcp looked at the patient's chart all around this time frame and a cyst was never noted.